Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event. Please see reports: 3002806535 - 2017 - 00791, 3002806535 - 2017 - 00792, 3002806535 - 2017 - 00793. Unknown oxford phase iii bearing unk part/lot; known oxford phase iii tibial component unk part/lot; unknown oxford phase iii femoral component unk part/lot report source, literature - emerson rh, alnachoukati o, barrington j, ennin k. (2016).the results of oxford unicompartmental knee arthroplasty in the united states: a mean ten-year survival analysis. Knee supplement to the bone and joint journal. 2016 oct;98-b(10 supple b):34-40., 30 september 2016. Pages 34-40. Http://bjj.boneandjoint.org.UK/content/98-b/10_supple_b/34 the reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient was revised due to unknown reasons. No further information is available at this time.